Manufacturer narrative:
Manufacturing review: manufacturing records were reviewed (DHR, mrrs, scrap and manufacturing process changes) and there were no found evidence that the failure mode reported in this complaint is caused by the manufacturing process. Investigation summary: a sample evaluation was performed. Magnets attract to each other. When co-apted venous catheter electrode mis-aligned with arterial catheter backstop. The investigation results are confirmed as the failure mode was reproduced. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate d1, g1, h3, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an arteriovenous fistula (avf) creation procedure through the parallel brachial access via ulnar vein and ulnar artery sites, there was alleged difficulty in the catheters attracting to each other when the catheter were delivered to the target lesion. A surgical fistula was created. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Upon receipt of new or additional information and completion of investigation, a follow-up report will be submitted as applicable.

Event description:
It was reported that during an arteriovenous fistula (avf) creation procedure through the parallel brachial access via ulnar vein and ulnar artery sites, there was alleged difficulty in the catheters attracting to each other when the catheter were delivered to the target lesion. A surgical fistula was created. There was no reported patient injury.